Event description:
New information received notes that the patient presented in-clinic for surgical intervention. On (B)(6) 2021, the right atrial lead was capped and replaced and the pacemaker was explanted and replaced.. The patient was stable throughout and no additional symptoms were reported.

Event description:
Related manufacturer reference number: 2017865-2021-31040. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead exhibited over-sensing of noise leading to inappropriate mode switch, and the patient's pacemaker exhibited inappropriate magnet response. Corrective programming changes were made for both the ra lead and pacemaker malfunctions. Explant of the pacemaker and the ra lead was planned but was not yet performed. The patient was stable throughout and no symptoms were reported.